Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: block b5 (event description) has been corrected.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01845 for the first captivator, and 3005099803-2024-01844 for the second captivator. It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used in the colon for cancer detection during a colonoscopy - polypectomy procedure performed on (B)(6) 2024. During the procedure, a 27 mm snare was attempted to use for removing a large polypoid mass that appeared to be pedunculated measuring about 3 cm in size. The snare was securely attached to active cord and no problems were noted with the cautery pin. However, the snare cautery did not work and would not cut through the base of the polyp. They used another 27 mm snare to cut the polyp, but the cautery still did not work. They had to use a 13 mm hot snare to remove the polyp tissue into a piecemeal size that took up two jars to remove using a roth net. There was difficulty removing the polypoid mass as it appeared to have a fibrotic base. They then used cold snare polypectomy to remove most of the fibrotic tissue base concerning for neoplasm. Therefore, they placed a tattoo that was 1-fold upstream and 1-fold downstream from the mass. The procedure was completed with a different captivator snare. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01845 for the first captivator, and 3005099803-2024-01844 for the second captivator. It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used for cancer detection during a colonoscopy - polypectomy procedure performed on (B)(6) 2024. During the procedure, it was noticed that the hot cautery was not firing well. It was unsure if the physician was using a cut or a coagulation. The case was also large. The case also had a large polyp, which took up two jars and was most likely cancerous. The snare loop did not extend completely and had issues with cautery. The procedure was completed with a different boston scientific snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a050702 captures the reportable event of snare loop cutting problems.